Manufacturer narrative:
The investigation into the delivery issues has been completed. The pump was not returned for investigation. The root cause of the delivery issue was most likely due to patient condition.

Event description:
The us complainant reported the 77-year-old female patient was attempting to have impella 5.5 support due to the patient having ventricular fibrillation and needing cardio-pulmonary resuscitation. Upon attempted implant, there was an inability to deliver the impella into the left ventricle. The implant procedure was therefore aborted. There was no reported patient harm.

Manufacturer narrative:
The impella device was not received from the customer and therefore, an evaluation of the device was not possible. Upon investigation closure, a supplemental MDR will be filed.